Event description:
It was reported that the asymptomatic and non-pacer dependent patient's left ventricular lead exhibited loss of capture. It was suspected that the lead shifted in position. Dislodgement was confirmed via left ventricular threshold testing. The lead was explanted and replaced on (B)(6) 2018. Patient's condition was good before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: on first follow up report follow-up type should have been device evaluation instead of blank. On first follow up report device evaluated by manufacturer should have been yes instead of blank.